Event description:
It was reported per field service report: symptom - large helium leak (3). Findings/actions taken: observed complaint. Unit alarmed with large helium leak (3). When pumping was initiated, verified pneumatic control switch (pcs) assembly faulty. Replaced pcs assembly. Unit passed functional checkout. Software level: 2.24. Additional information received per the sales representative stated that this was an intra-aortic balloon pump (iabp) issue. The intra-aortic balloon (iab) was inserted without issue. At start up of the iabp (s/n (B)(4)), there was a large helium loss number 3. The pump never made it out of the initial purge. There was a 1 - 2 minute delay to switch out the iabp. The patient did not suffer any complications as a result of the delay. The iabp was switched out and the second iabp started up without incident. Iabp therapy continued without incident and the iab was discontinued on (B)(6) 2013 after CABG (coronary artery bypass graft).

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.